Event description:
Customer reported that the sensor tape caused her to get a skin infection. Customer reported that the skin surrounding the insertion site was red, raised, swollen, and itchy. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.